Manufacturer narrative:
Siemens filed the initial MDR on 14-mar-2019. Additional information (20-mar-2019): siemens further investigated and determined a malfunction of the tubing fitting on the reagent diluter contributed to the discordant, falsely low total human chorionic gonadotropin results. The conclusion code has been updated to reflect this information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00096_s1 was filed for the discordant total hcg result that was obtained on (B)(6) 2019 for the same patient.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low total hcg results obtained on two samples from the same patient on an advia centaur cp instrument. The customer reported that the quality controls were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced diluter fitting and tubing; repaired reagent diluter leak; ran quality controls, resulting acceptably. The cause of the discordant, falsely low total hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00096 was filed for the discordant total hcg result that was obtained on (B)(6) 2019 for the same patient.

Event description:
A discordant, falsely low total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The result did not correlate with the ultrasound indicators of a viable pregnancy. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low total hcg result.